Manufacturer narrative:
Device UDI not provided. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation

Event description:
Medtronic received information regarding a navigation device being used for a soft tissue ablation procedure. It was reported that there was charring on a catheter. They confirmed that the later was on for less than a minute total and they had saline return. The laser powers were test dose at 4.5w for 17 seconds and 10.5w for 27 seconds. The laser shut off because one of the high limits was reached. The surgeon was happy with the results so they were complete with that "burn". There was no reported impact on patient outcome. There was a reported delay to the procedure of less than 1 hour due to this issue.